Event description:
It was reported to tyco healthcare / kendall in 2005 that a customer had a problem with a sequential compression sleeve. According to the customer patient was placed on the scd, after 12 hours of use, ecchymosis (bruising) was noted.